Manufacturer narrative:
The pump was received no button response due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump started working again but the act button is only working intermittently. Customer's blood glucose was 5.4 mmol/l. Customer stated that the pump was not exposed to moisture and has not been dropped or bumped. Customer was advised to come off the pump. Customer does not have long acting insulin and is going to continue on the pump and monitor the issue. Customer was advised against this.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.